Manufacturer narrative:
The device sample was not returned for eval at the time of this report.

Event description:
The event is reported as: the user was unable to deflate the cuff. The alleged defect was found at the cuff check prior to use. No pt injury/involvement.